Manufacturer narrative:
The investigation of vf/vt/af/at and positioning issues has been completed. The impella device was not returned for evaluation. Vf/vt: the root cause of the atrial fibrillation was unable to be determined due to insufficient clinical details. Positioning issues: the cause of the positioning issue was most likely due to patient movement per clinical details noting that pump was pulled out accidentally when patient was being repositioned in bed.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient experienced intermittent atrial fibrillation during impella cp support. Support was scheduled to continue, however, the pump was inadvertently pulled partially across the valve when the patient was repositioned. Attempts to readvance the pump were unsuccessful and the decision was made to remove the device. The procedural outcome was the patient survived the surgery.